Event description:
It was reported that the 4.5cm artificial urinary sphincter (aus) cuff was explanted due to recurring incontinence. A new 4.0cm cuff was implanted. Further information was requested and not yet received. Product was explanted but not expected to be returned. Should additional information be received or product be returned, a supplemental report will be filed upon completion of product analysis.